Event description:
Event description guidant received information that 10 months post-implant, the monitoring voltage of this implantable cardioverter defibrillator (ICD) is 2.96 volts. The device does not pace and has not delivered any therapy. A guidant technical services consultant recommended performing a save to disk and returning the disk for engineering analysis.